Manufacturer narrative:
Correction: section b5-this product is no longer reportable as surgical intervention is no longer planned.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21666. It was reported the patient's pain relief was not effective. Surgical intervention may take place at a later date to address the issue.